Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level at the time of hospitalization was 271 mg/dl and customer's current blood glucose was 271 mg/dl. Customer reported symptoms like vomiting, dehydration, feeling sick and unwell, tired, weakness and increased thirst at the time of hospitalization. The customer was treated with intravenous insulin drip for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of event. The insulin pump will be returned for analysis.